Event description:
It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and then a 30mm watchman laa closure device and delivery system (wds) was advanced. The closure device was positioned and deployed, but required recapture. Full recapture was noted to be very difficult. The system was pulled back into the left atrium and multiple attempts were made to recapture the device, including redeployment and maneuvering of the corewire, but they were not successful. As full recapture was not possible, the devices were removed together with approximately 6mm of the closure device exposed. There were no patient complications reported.